Event description:
Caller reported that the insulin gauge displayed an amount different than expected. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to call back for troubleshooting if the issue with the fill estimate occurs again, and they acknowledged this guidance.